Manufacturer narrative:
(B)(6) 2018. International UDI: (B)(4). Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse ran tests on the processor card. The fse replaced the user interface assembly to address the reported issue. The device passed performance verification testing and was returned to service.

Event description:
It was reported that the ventilator's video signal would intermittently disappear. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26oct2018. Date of manufacturer: 19oct2018. The customer returned the user interface to philips for evaluation. The customer complaint of ¿intermittently video signal disappears¿ was confirmed.

Manufacturer narrative:
Date of report: 26-oct-2018. Date of manufacturer: 19-oct-2018. The customer returned the user interface to philips for evaluation. The customer complaint of ¿intermittently video signal disappears¿ was confirmed.